Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was loose. Reportedly, the customer was a new pump user and did not tighten the luer lock connection enough the first time. The customer successfully tightened the luer lock and resumed insulin therapy. Reportedly, the customer's blood glucose level was 248 mg/dl, and was addressed by programming a temporary rate.